Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2012, inratio2: 2.2; 06/20/2012, 2.1; (B)(6) 2012, 1.0, 1.7. Time between testing on (B)(6) 2012: not provided. Patient's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Inratio2 precision data provided end-user: 1st inr: 1.0, 2nd inr: 1.7, mean: 1.35, sd: 0.49, %cv: 36.66. The 2.2 and 2.1 inr results were excluded from comparison test since both results were obtained on different days. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. Analysis of customer's results revealed that repeated inratio2 test result comparison did not meet precision criteria. Customer's results revealed that repeated inratio2 test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. In-house therapeutic donor testing was performed with retained strips. Result comparisons met precision criteria. Root cause of complaint could not be determined. Per complaint issue, patient reported multiple technique issues: performing fingerstick too early (before the green light), milking the finger, adding more than one drop of sample to test strip, and applying sample after delay. Improper operational technique could have affected inratio inr results. Investigation results for retained strip lot #279124: donor 1: 1st inr: 4.2, 2nd inr: 3.8, 3rd inr: 4.4, %cv: 7.39. Donor 2: 1st inr: 3.9, 2nd inr: 3.8, 3rd inr: 3.7, %cv: 3.63. Both donors produced %cv values less than 16% and meet the criteria for precision. Product performed as expected. No further investigation is necessary. (B)(4). Due to this low occurence rate, below the action threshold of (B)(4), no action is required at this time. This complaint issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.